Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked from the septum and the pneumatic tap area. The user's blood glucose (bg) level was 246 mg/dl. The bg level was addressed with a bolus via the pump.